Event description:
Packaging of the custom metaglene did not indicate that it could only be used with a size glenosphere. As a size 42 glenosphere was not available, the surgeon modified the part to work with a size 36 glenosphere. This primary surgery was extended approximately 20-30 minutes.

Manufacturer narrative:
Examination of a re-printed label confirmed the observation. A depuy warsaw product development custom engineer who designed this product stated the surgeon asked for an implant that would fill the glenoid cavity. A certain size was not requested. The engineer stated the product was designed to work with either the 36mm or 42mm. The investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.